Manufacturer narrative:
Device identifier number: (B)(4). The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported the perforator failed to stop. The perforator was used with the pneumatic medtronic rex drill. The perforator was removed from the sterile field and a second perforator was opened and used for the surgical case. There were no surgical delays or adverse consequences to the patient.